Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it remained on with battery power for an hour and 30 minutes before turning off. Low battery alarm with visual indicator was verified functional. The battery was found to no longer hold an adequate charge. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported limited battery charge time. No known impact or consequence to patient was reported.